Event description:
It was reported in an article reviewed by MFR that the vns pt experienced an asystole event intra-operatively upon initial implantation of the vns device, during lead test. The following is the summary of this pts event according to the info in the referenced article. Pre-operative cardiac history was negative. During implantation of the vns, initial stimulation produced a 6-second pause on continuous EKG. A second trial was performed 10-mins later, with a 15-second pause. Epinephrine was administered and the procedure was aborted. Recovery was uncomplicated and f/u cardiology eval, 12-lead EKG, echocardiogram, and holter monitoring revealed no cardiac dysfunction. Attempts to obtain add'l info are underway.

Manufacturer narrative:
Tatum wo, moore db, stecker mm, et al. "Ventricular asystole during vagus nerve stimulation for epilepsy in humans." Neurology 1999;52:1267-9.